Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration and dose), morphine (unknown concentration and dose), and "maybe clonidine" (unknown concentration and dose), via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that the pump was alarming or beeping. The patient heard the dual tone alarm every 10 minutes and he started to hear the alarm on (B)(6) 2015. The low reservoir alarm (lra) was reportedly supposed to sound on (B)(6) 2015. The patient missed his refill on (B)(6) 2015 due to insurance issues. The patient started to feel flushed on (B)(6) 2015, and it came on suddenly. Further follow-up is being conducted to confirm the pump medications, which alarm was occurring, if any troubleshooting or interventions took place, and the patient outcome. If additional information is received, a follow-up report will be sent.